Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product was discarded and is unable to be returned for evaluation.

Event description:
It was reported that the patient was admitted to hospital with high blood glucose levels (exact values unknown) in (B)(6) 2020. The doctors defined that the insulin pump did not work correctly and the patient switched to his new insulin pump. Allegation details were not provided and the pump was discarded. The patient recovered completely.